Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing abutment (ieha454) did not fully seat. The gap allowed for tissue overgrowth, causing an infection. The healing abutment was removed and the implant remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (ieha454) was returned for investigation. Visual inspection of the as returned product identified minor signs of use, no apparent malfunction and dried bone within the hex of the abutment. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Functional testing was performed for the returned product and it was determined the device passed functional testing as it properly seated in an in-house compatible implant. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).